Manufacturer narrative:
B3: date of event estimated using first day of the aware month. E1: initial reporter facility name: (B)(6). Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. The device was returned without any reported field allegations or patient complications, and no unique device identifier (UDI) or other product-specific information was included. If additional details become available, a supplemental report will be submitted. Device eval by manufacturer: the device was returned for analysis. Upon inspection, it was noted that only the delivery wire was returned. Observations revealed that the delivery wire was bent and stretched at both the wire and wire arm sections. Additionally, the wire core was found to be detached from the wire arm. Dimensional inspection of the returned component was performed and was found to be within specifications.

Event description:
Reportable based on the device analysis completed on 03jun2025. An unknown interlock device was returned without any associated field allegations or patient complications. Upon analysis of the device, it was discovered that the delivery wire had detached.